Event description:
It was reported the patient had ineffective therapy. As such, surgical intervention occurred where the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estiamted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.